Event description:
It was reported by repair work order that the height adjustment bars were bent, the cross release bar was bent, the patient left foot end and right head end casters were loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.